Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative report received. Operative report noted drainage that had been ongoing for 5 days post implantation. Aspiration in radiology department was attempted and unsuccessful. Upon enter into subcutaneous tissue it was noted a very large hematoma that was evacuated. No documentation of purulence or evidence of infection or necrotic tissue. Superficial hematoma sent to lab, revealed wbc 13,200 and deep fluid culture noted 3500 wbc. Wound irrigated and closed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04934, 0001825034 - 2018 - 04940, 0001825034 - 2018 - 04944.

Event description:
It was reported patient underwent irrigation and debridement due to non-healing surgical wound and drainage with large hematoma approximately one week post implantation. Attempts have been made and additional information on the reported event is unavailable.